Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text: device not returned.

Event description:
The customer reported the device is turning off and on by itself. No consequences or impact to patient were reported.

Event description:
The customer reported the device is turning off and on by itself. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was investigated. The device powered on and off by itself due to an electrically shorted component on the circuit board.